Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7fr. Reportedly, the first proglide was successfully placed using the preclose technique. After retrieval of the second proglide device, two suture limbs were removed and a third limb was fixed on the foot, a suture break occurred below the knot. The sheath was upsized to 18fr and the aaa procedure was completed. The knot of the first proglide suture was advanced; however, the knot of the second proglide suture could not be advanced. Hemostasis was achieved with suture of the first proglide device only. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed and the reported suture detachment was confirmed. The reported suture detachment and difficulty positioning the knot appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.